Manufacturer narrative:
It was reported that "the lift is not functioning at all. It's charging but there is no function, and when it was working prior, it stalled."

Event description:
It was reported that "the lift is not functioning at all. It's charging but there is no function, and when it was working prior, it stalled."